Event description:
Event description guidant received information that while testing this lead during the implant procedure, no pacing output and high impedance measurements (>2500 ohms) were observed.